Event description:
It was reported that the right atrial lead showed evidence of a fracture and failure to capture in the bipolar setting. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Final analysis found that the lead was returned in two pieces. The proximal and distal insulations were damaged at 21.5 cm and the proximal coil was fractured at 21.3 cm from the connector pin as a result of clavicular crush.